Event description:
It was reported that the patient is having skin sensitivity/irritation to the 72r electrodes. It was later reported on (B)(6) 2022, that the patient wears the electrodes on her back. The patient stated that she previously had gauze on her skin before treating with the product. When the gauze was removed the doctor found that she had a skin infection. It was after the gauze was removed that she started treating it with the product. The patient described her skin as red and very itchy but there were no blisters, welts, or swelling other than the previously mentioned skin infection. The patient stated that the skin irritation was not just under the electrodes. The patient stated that she does not change or rotate the electrodes. She was advised to change and rotate the position of the electrodes and she agreed to do that. The patient reported that she only cleans her skin with soap and water. The patient stated that she has sensitive skin, allergies to some medications as well as seasonal allergies. The patient also reported that she has been taking blood pressure medication. The patient stated that she did not talk to the doctor regarding the irritation to our product, but she has been prescribed iodosol and was told to use lidocaine for the previous skin infection.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2022. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h6: component, investigation type, findings, and conclusions and this follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trend.

Event description:
It was reported that the patient is having skin sensitivity/irritation to the 72r electrodes. It was later reported on (B)(6), 2022, that the patient wears the electrodes on her back. The patient stated that she previously had gauze on her skin before treating with the product. When the gauze was removed the doctor found that she had a skin infection. It was after the gauze was removed that she started treating it with the product. The patient described her skin as red and very itchy but there were no blisters, welts, or swelling other than the previously mentioned skin infection. The patient stated that the skin irritation was not just under the electrodes. The patient stated that she does not change or rotate the electrodes. She was advised to change and rotate the position of the electrodes and she agreed to do that. The patient reported that she only cleans her skin with soap and water. The patient stated that she has sensitive skin, allergies to some medications as well as seasonal allergies. The patient also reported that she has been taking blood pressure medication. The patient stated that she did not talk to the doctor regarding the irritation to our product, but she has been prescribed iodosol and was told to use lidocaine for the previous skin infection. No additional patient consequences have been reported. The patient did not return 72r electrodes for further evaluation.